Event description:
Nurse states peg was placed about one month ago and shortly after, the pt developed a staph infection at the stoma site. Upon further examination by physician, it was noted that the shrink wrap on the safety plug of the peg tube had dislodged itself between the stoma and the external bolster. Physician was able to remove the shrink wrap with scissors. Pt is being treated with antibiotics.